Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away on(B)(6) 2024 with a cerebral vascular accident (cva).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient passed away on (B)(6) 2023.

Event description:
The cva was identified as being hemorrhagic. A head computed tomography (CT) showed several foci of intracranial hemorrhage predominantly corresponding to previously seen areas of infarcts including right frontal lobe, left occipital lobe and right cerebellar hemisphere. Additional focus of intracranial hemorrhage involving right temporal lobe, likely subarachnoid hemorrhage. The cva was identified as only one part of the patients complicated hospital course that resulted in them pursuing comfort measures before the patient passed on (B)(6) 2023. The device operated as expected and was not believed to be related to death.

Manufacturer narrative:
B5: additional information. H6: health effect clinical and impact codes, updated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced residual left sided hemiparesis. There were no changes to patient anticoagulation status that contributed. The death was not considered device related. The device operated as expected.

Manufacturer narrative:
B5: additional information. H6: health effect-clinical codes, updated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.